Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A pairing test was performed and passed. No meter values are present and/or no meter values that are inaccurate are present within the investigation window. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (b)(^) 2023. On (B)(6) 2023, it was reported that the patient went to bathroom and passed out. The patient had been asymptomatic prior to passing out. The patient's wife saw him lying on the ground with seizure like activity. The wife had him drink a glass of orange juice. When the patient woke the egv on his apple watch was 70 mg/dl. There was no bg checked for the episode. There was no further medical evaluation or intervention for the episode. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.